Event description:
It was reported that a patient's pump alarmed "occlusion". Patient checked and found no issues with the tubing. She changed to back up pump and had no further issues. No patient injury was associated with this incident.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "pump says problem with tubing". Visual inspection found, the pump to be in fair physical condition with a cracked front, a cracked rear housing and a scratched screen. Inspection of the pump's event log revealed no evidence of reported problem. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. The downstream sensor was replaced.